Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.

Event description:
The us complainant had a 5.5 pump being placed to support the mitral valve surgery/replacement. The pump was primed but the priming failed so the setup was aborted and a new pump was used. No patient harm was reported.

Manufacturer narrative:
The investigation of priming issue has been completed. The pump and the purge cassette were returned for investigation. According to the clinical report, the doctor was not able to see purge fluid exiting the pump despite all troubleshooting efforts. Data log shows multiple repeated case start steps and manual priming steps during the case. No visual abnormalities were noted on the returned product. The pump was successfully primed during testing, and all purge parameters were found to be within specification range. Purge fluid was observed coming out of the pump during testing. There was no issue found during the case. The device functioned/operated to specification.